Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, purulent pustules, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ injection procedure reaction to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. Precautions: ¿ as with all transcutaneous procedures, juvéderm® ultra plus injectable gel implantation carries a risk of infection. Adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) show possible injection site responses post injection with juvéderm® ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm® ultra plus injectable gel treated nlf¿s and 97% of zyplast® dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm® ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin tingling and peeling. No clinically meaningful differences in the safety profiles of juvéderm® ultra plus injectable gel and zyplast® dermal filler were found during the study. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Healthcare professional reported a patient was injected by an unknown physician in the nasolabial folds with juvéderm® ultra plus and presented with swelling in the entire face and small, white, purulent pustules around the mouth and nasolabial folds 24 hours post-injection. Healthcare professional stated the likely cause of the symptoms was an infection. Patient was prescribed antibiotics and an antihistamine.